Manufacturer narrative:
Visual inspection of the returned screw confirmed that it was fractured at the threads. The threaded portion was not returned. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that the abutment screw (iuniht) fractured.